Event description:
Information was received from a manufacturer representative regarding a neurostimulator. It was reported that a power on reset (por) was seen on the clinician programmer. The por was successfully cleared during the call. The specific por code was not able to be obtained and the caller could not recall seeing a code. The manufacturer representative was trying to recharge the implant before implant when they saw the por message. This occurred on (B)(6) 2017. There was no patient involvement. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep) reporting the ins was successfully implanted on (B)(6)2017. It was reported that the cause of the por was not determined. The patient's name was reported and it was indicated that it was unknown what the patient's weight was at the time of the event. It was reported that the provided information had been confirmed wiht the physician. No further complications were reported/anticipated.